Event description:
It was reported that during a rotational atherectomy treatment procedure, a burr detachment occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous mid left anterior descending (lad) artery. The 1.5mm rotablator rotalink plus unit and 325cm rotawire floppy guide wire were prepped without issue. The rotational speed of the burr was set at approximately 220,000rpms however, decreased over 5,000rpms during ablation. During the ablation the distal portion of the burr caught on the mid portion of the target lesion and the burr detached from the rotalink plus unit. The rotalink plus unit, rotawire and unspecified guide catheter were removed from the patient as a unit. The detached burr was stuck on the wire when the devices were removed from the patient. Ablation was successfully completed with another rotablator rotalink plus unit and the procedure was completed by implanting an unspecified stent. No patient complications were reported and the patient's status is fine. It was the physician's opinion that the detachment issues occurred due to severe calcification of the vessel.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR.: the rotablator rotalink plus unit was returned connected together. The related guide wire was returned inserted in the rotablator plus unit and it was noted that the spring tip of the guide wire was stretched. The spring tip was stuck on the annulus of the burr. The guide wire was removed without any difficulty. Visual examination of the plus unit identified a stretched distal coil and the burr had become detached from the coil of the catheter. Microscopic examination of the burr identified the annulus of the burr was misshapen. No issues were noted with the diamonds on the burr. The distal coil was broken inside the actual burr and was stretched. No further damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).